Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed.

Event description:
The system 6 dual trigger rotary was sent for evaluation due to leaking. There was no pt involvement and no adverse consequences associated with the device.